Event description:
Had 3 sessions of sculptra injections the first on (B)(6) 2011, the second on (B)(6) 2011, and the final injection (B)(6) 2011. Followed all instructions of the board certified plastic surgeon who injected me which included icing the areas and massaging the areas for 5 minutes/5 times per day for 5 days. Noticed some nodules under skin but was told to expect this and not too worry because they would not be visible and would go away. Everything was fine with nice volume until (B)(6) 2012. I woke up to seem my face very swollen and somewhat red in all the read I had sculptra injections -temple area/upper cheeks/jaw line and chin area. My jaws were also very sore and could hardly open my mouth to eat. The swelling, nodules and many hard areas gradually got worse and jaws so sore I called the dr who had given me the sculptra and saw him (B)(6) 2012. Pictures were taken and sent to the MFR for an explanation and what could be done to reverse this. I was put on medrol pak which took away swelling and jaw pain within 24 hours. As soon as medications were finished the swelling and jaw pain came back. Sculptra MFR called and said put me on 100mg doxycycline 2x per day. Was somewhat better after one week and after 4 weeks was pretty much back to normal except for nodules and hard areas under skin which now feel softer. I have since been told these nodules and other hard areas will never go away unless removed surgically.